Manufacturer narrative:
The impella cp and usb data stick were returned for evaluation. Section d9 was updated. The cause of optical sensor issue was no defect found per product and log analysis. The device passed all post sterile inspection checks.

Event description:
The user facility had an impella cp placed for the support of a patient admitted in with post ventricular fibrillation arrest and emergency medical services support on way to hospital. The impella cp was placed and allowed for the multivessel disease, coronary artery disease, and percutaneous coronary intervention to occur but, the team did note optical signal loss from the point of insertion, possibly from sensor damage at insertion.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.